Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) on a patient with left ventricle (lv) too big and left ventricle (lv) too bad. A mitral transcatheter edge-to-edge repair (m-teer) was performed in a highly symptomatic patient, despite optimal medical therapy (omt) justified. A mitraclip was deployed on the mitral valve. Post procedure, a left ventricular assist device (lvat) was implanted. On an unknown date, three years post lvat, during an outpatient clinic visit, left ventricular end-diastolic diameter (lvedd) decreased from 77mm to <40mm, tricuspid regurgitation (tr) reduced from 4 to trace, and there were no episodes of acute heart failure since lvad.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was available. Based on available information, a cause for the reported heart failure could not be conclusively determined. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.